Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold. The physician attempted several times but was unsuccessful. The ra lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x - ray inspection of the lead did not find any anomalies.